Event description:
A doctor's office alleged that the herculite ultra composite had not polymerized or was creased and porous during procedures on multiple patients.

Manufacturer narrative:
On (B)(6) 2014, further information was received by kerr technical stating that the initial catalog numbers that were reported by the office were incorrect. Lot numbers were also received with this new information; however, it was revealed by kerr qa that many of the lot numbers provided were invalid. (B)(4). The catalog numbers along with the associated valid lot number information that was provided is as follows: 34348, 34353 (lot #4671346), 34352 (lot #3420873, lot #4786346), 34349 (lot #5043996, lot #5043997, lot #5043998), and 34776 (lot #5025111 and lot #4114327). All other lot numbers provided were either invalid or unable to be provided. The products involved in the alleged incidents were not returned; therefore, a physical evaluation was performed on retained samples and yielded results within specifications for each of the lot numbers listed above. In addition, no similar complaints were received with regard to these lots. The only exception was from catalog #34352 (lot #3420873). Lot #3420873 is expired product; therefore, no evaluation can be conducted.

Manufacturer narrative:
Multiple attempts were made by the kerr sales representative in order to obtain further patient and product information regarding this incident; however, the complainant has remained unresponsive. An update will be submitted if the complainant provides any new information. The products involved in the alleged incident were not returned and no lot numbers were provided by the complainant with the exception of one (1) lot number 4114327. A physical evaluation of retained product from lot number 4114327 yielded results within specifications. In addition, no similar complaints were associated with that lot.

Manufacturer narrative:
Although the doctor identified fourteen (14) different herculite ultra catalog numbers associated with the incidents, the doctor did not provide lot numbers for any of the product and could not verify which shade was used on any of the patients. The catalog numbers involved in the alleged incidents include catalog numbers 34348, 34353, 34448, 34776, 35495, 34352, 34350, 35159, 35163, 34351, 34780, 35161, 34346, and 35499. Specific information with regard to the number of patients affected, genders, ages, and weights was not provided. The doctor drilled out the composite and replaced the restoration using the herculite ultra during the same office visit for each of the patients. To date, each of the patients are doing fine.